Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited high pacing impedance and a high capture threshold. The patient subsequently presented to the emergency department. Multiple lv vectors were tested and were found to have high pacing impedance and failure to capture. Programming changes were performed. There were no patient consequences.